Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using an unknown flexnav delivery system (ds). During the procedure, the valve was able to be implanted. Post-implant, gradient was 6mmhg. On 22 mar. 2026, the patient was reported with a high gradient measured to be 56mmhg and presented with a chief complaint of fatigue. Heparin was administered to resolve this event. Gradient was reduced to 20mmhg. The patient was in a stable condition.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.